Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the caller wasn't with the patient and doesn't understand the components. The caller stated that the recharger doesn't work and that their healthcare provider (hcp) told them that a new recharger would be overnighted last week but they have not received it. Technical services noted that there was no record of any calls in the recent past. Technical services noted that if the hcp ordered this from the clinical specialist then they would need to check on that order. Technical services tried to inquire further on the issue but the caller didn't understand. The caller stated that the system isn't working but the caller could not explain what they meant. Technical services advised that it is best if the patient calls when they are using the recharger to better explain the situation. No symptoms were reported.